Event description:
Customer reported the insulin pump was not working. The device had alarmed button error. Customer stated, she thinks she might have gotten sweat on the device and then the device alarmed. Customer does not recall blood glucose level. Customer was advised to discontinue use of the device and revert to back up plan. Customer went on stating that after alarm customer has been having issues with the past four sites. Blood glucose was almost 500 mg/dl. Customer stated, she treated the 494 mg/dl with a manual injection and it went down to 400 mg/dl. Customer declined troubleshooting for highs and stated, she will see if she can get back in line with replacement device. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed the functional testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.